Event description:
I inserted a sensor for the medtronic glucose 780g insulin pump (this is usually required every 6-7 days). After the 2 hour warmup period, I received a reading on the pump of 236, which did not "feel" correct. I checked my blood glucose with my meter and received a reading of 163. When I went to calibrate the pump with the manual reading, it was rejected and I was told to take another reading in 15 minutes. When I repeated the meter reading, I recorded a reading of 167, which I had to enter into the pump by entering incremental differences of about 25 units until it got down to 167. On a weekly 780g sensor change, it is not atypical for the first sensor reading to be off by 40-50 units and a calibration to be required. This could result in a serious medical situation because the 780g system is supposed to "self-correct" an elevated glucose to the programmed level (in my case 110 mg/dl). Prior to the 780g medtronic system, I used the medtronic 630 insulin pump, which used the dexcom sensors, which I found to be extremely accurate when compared to my glucose meters. When sensors were changed, I found them to b extremely accurate. Since switching to the medtronic 780g system in (B)(6) 0f 2023, I find the sensor readings to be much less accurate that the dexcom sensors and need frequent recalibrations. This can lead to serious short and long-term problems for a type-1 diabetic like myself.